Manufacturer narrative:
The lot history records have been received with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No other complaint has been received for this lot number. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or images were provided for evaluation. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigation of similar complaints have been reviewed. This type of event may be caused by various factors and is associated with the vessel anatomy and/or the individual physiological mechanisms. No indication for a device-related root cause was identified. On the basis of the information available, a definite root cause for the reported problem could not be determined.

Event description:
It was reported that approximately 19 months post implantation of a vascular stent in the right sfa, an in-stent restenosis was identified. No intervention was performed. There was no reported pt injury.